Manufacturer narrative:
A field service engineer (fse) performed functional testing. Results of functional testing indicate the device functioned without any problem. The complaint was escalated for technical investigation, including log review. The results are pending. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the spo2 alarm did not work when the patient's saturation dropped. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A technical investigation was requested; however, the product support engineer (pse) indicated the files provided did not include enough data to be able to complete a technical investigation or to confirm if the alarm functioned as configured and designed at the time of the incident. Based on the information available and the testing conducted, we were unable to replicate the reported problem, and the root cause was not established. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Additional user training is planned to prevent future issues potentially related to use error. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that at 0839 on (B)(6) 2025, on bed zi5, the spo2 alarm did not work when the patient's saturation dropped. The device was in use on patient at time of event, there was no adverse event reported.